Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient height reported. Date of event is unknown date in 2017. Device is not expected to return. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on (B)(6) 2015 for treatment of a tibial fracture due to a skiing injury. Patient was implanted with one (1) cannulated tibial ex-nail, one (1) 5 mm end cap and three (3) 5.0 mm locking screws. On an unknown date post-operative, patient presented with knee pain. On (B)(6) 2017, surgeon removed all implants. It was reported that no fragments were generated during implant removal and all removed implants were reported in good condition. Removed implants have been retained by the patient. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This is report 1 of 3 for (B)(4).